Event description:
The reporter stated the surgeon was attempting to insert an aq2010v silicone three piece lens but one haptic was bent as it was ejecting from the cartridge. The surgeon felt the lens was received defective, but was not noticed until after the lens was ejected. The surgeon felt the lens had been loaded properly. There was no patient contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.